Event description:
It was reported that pump displayed malfunction code 12 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset instructions and planned to reset the pump at a later time.